Event description:
The customer stated that they received questionably high results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 and co2-l bicarbonate liquid on a cobas 6000 c (501) module. Patient values for na were trending high, so they tested controls and these also recovered high. Calibration was run, but failed for ise tests. The customer provided data for two patient samples with erroneous na results which were reported outside of the laboratory. The first patient sample initially resulted with an na value of 211 mmol/l, repeating with a value in excess of 300 mmol/l. The second patient sample initially resulted with an na value of 175 mmol/l accompanied by a data flag. The sample was repeated, resulting with a value of 140 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patients. The field service engineer could not determine a cause. He changed reagents, made adjustments, replaced the sipper nozzle, and replaced tubing. The customer successfully ran calibration and controls. The controls were within range. Upon review of calibration data, errors were found on the calibrations. Quality controls were within range and did not indicate an issue with performance of the reagent or instrument. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined that the issue was resolved after completion of the service actions.